Event description:
On september 7, 2005 a pt was implanted with a gore tag thoracic endoprosthesis (tg3110/lot#03832007) to repair a descanding thoracid aortic aneurysm. In february 2006, a computed tomography scan revealed that the pt's aorta had dilated above where the device was implanted and a proximal type I endoleak was observed. On may 24, 2006 a second gore tag thoracic endoprosthesis (tg3115/lot#04266309) was implanted to successfully repair the proximal type I endoleak and exclude the pt's dilated aorta. No further info is available at this time.

Manufacturer narrative:
H3 - the device remains functioning in the pt. H6 - a review of the mfg paperwork is being conducted.